Manufacturer narrative:
Please refer to the attached report.

Event description:
A premature battery depletion was reportedly suspected by the physician (impedance 18kohms, magnet rate at 72 min-1). The device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
A premature battery depletion was reportedly suspected by the physician (impedance 18kohms, magnet rate at 72 min-1).the device will be returned for analysis.

Event description:
A premature battery depletion was reportedly suspected by the physician (impedance 18kohms, magnet rate at 72 min-1). The device will be returned for analysis.